Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. If any additional relevant info is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The lesion was located in the severely calcified left circumflex (lcx)/ posterior descending artery (pda). The 15mm x 3.0mm quantum maverick monorail balloon ruptured at 18 atms on the third inflation. The first two inflations were performed to 12 and 18 atms respectively. The procedure was successfully completed with a 3.25mx15mm quantum maverick balloon catheter. No pt complications were reported. Pt status is reported as "good."